Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Postoperatively, the pain at the ipg site had resolved.